Event description:
It was reported that the right ventricular lead had an episode of noise. The lead was removed and replaced. The device was explanted due to physician discretion. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) preliminary testing revealed no output and no telemetry. The no output and no telemetry conditions were the result of lifted hybrid bond wires. Analysis of the memory dump indicated that the wire bond lifts occurred before explant.